Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false reactive architect havab-g result for a patient sample while running on the architect i1000sr analyzer. The negative control was running higher than the peer group but was still in range. The customer pulled patient samples to repeat that had values close to the cutoff and had one discrepant result that went from reactive to nonreactive. The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): sid (B)(6) tested on (B)(6) 2022. Initial result: 1.13 s/co (reactive on lot 29510be00); repeat on new lot 35328be00: 0.94 s/co (nonreactive) there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false reactive architect havab-g results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that lot 29510be00 performs as expected for this product. A review of tracking and trending did not identify any related trends. The overall performance of architect havab-g reagents in the field was reviewed using data gathered from customers worldwide. Standard deviation to cutoff for the negative population and median values (for the negative population) for the complaint lot are within the established limits and comparable to the historical reagent lot performance. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. The device history record was reviewed and did not identify any non-conformances or deviations associated with the reagent lot 29510be00 and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect havab-g reagent lot 29510be00 was identified.